Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately three years post filter deployment, the patient was diagnosed with pulmonary embolism. The device has been removed percutaneously after an unsuccessful multiple attempts. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years of post-deployment, the patient complained of chest pain, a computed tomography angio (cta) chest was performed and it was revealed subtle non-occlusive filling defects in the left lower lobe pulmonary arterial branches to represent non-occlusive pulmonary embolus. After, four days, the patient was scheduled for the filter retrieval; the right internal jugular vein was accessed. Using a tulip snare multiple attempts were performed to try to grab the proximal loop of the filter, however, this was unsuccessful. Loop wire snare technique was performed, and the wire was snared distal to the inferior vena cava filter and pulled back burning 32 levels of the main legs of the filter. Multiple attempts were performed to appreciate the filter into the 16-french sheath; however, this was not successful. The balloon catheter was inflated to detach the hook of the filter from the anterior wall of the inferior vena cava. The proximal loop was tired to be snared and was able to grab the hook. The balloon was deflated, and the filter was fully removed. Therefore, the investigation is confirmed for retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately three years post filter deployment, the patient was diagnosed with pulmonary embolism post filter implant. The device has been removed percutaneously after an unsuccessful multiple attempts. However, the current status of the patient is unknown.